Manufacturer narrative:
This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. This lead also appeared to have a kink. This lead was explanted. No additional adverse patient effects were reported.